Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that include a case study involving a patient who underwent ventricular assist device (vad) implantation via left thoracotomy. On the first post-operative day, the patient developed right ventricular failure. The patient was returned to the operating room (or) for temporary rvad placement. Five (5) days later, the rvad flow was reduced as part of a weaning protocol with subsequent increase in heparin dosage. After ten (10) days of right ventricular support, the rvad was explanted in the or. The authors concluded that the insertion of an rvad after lvad implantation via left lateral thoracotomy approach provided excellent hemodynamic support for the treatment of post-operative right ventricular failure. No further information has been provided.